Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert while using an infusion set (contact detach) and the issue resolved after changing supplies, with no noted damage to the removed infusion set and no impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included resolution of the occlusion following infusion set replacement and completion of troubleshooting and education. Investigation included user coaching on supply change and visual inspection by the user of the prior infusion set. Investigation of this case revealed an occlusion associated with the infusion set that was corrected by replacing the set, with no device damage observed by the user. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion pathway obstruction consistent with use-related factors.